Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the procedure was completed by moving the patient to another system. A philips field service engineer (fse) inspected the system on-site and confirmed the reported issue. The fse identified that the system reported the footswitch was pressed; however, x-ray was not available. To resolve the reported issue, the fse replaced the wired foot switch. After replacing the wired foot switch, the system was returned to use in good working order and ready for clinical use. The system log files were reviewed, and multiple issues related to footswitch signal were identified, confirming the malfunction. The wired foot switch was returned for further analysis. Functional testing was performed, and a cable defect was identified. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips about the system's footswitch was unable to trigger x-rays. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.